Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient received a power-on-reset (por) message on the patient programmer starting the day of the report. The por message meaning was reviewed with the patient and they were redirected to their healthcare provider to further address the issue. The patient's relevant medical history included their healthcare provider was using "botox for [the patient's] implant". The patient clarified the healthcare provider did not seem to be interested in the ins because they were using botox as another form of treatment for the patient (no therapy allegation made). The patient stated if the healthcare provider was not going to do anything else, they needed to take it out. There were no patient symptoms or further complications reported at this time.